Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure performed on (B)(6) 2010. According to the complainant, the stent failed to deploy. During the procedure, they tried to force the stent, but the catheter shaft kinked. The device was removed from the patient, and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent, partially deployed and handle broken.

Manufacturer narrative:
(B)(4) - stent failed to deploy. (B)(4) - catheter kinked. A visual examination of the returned device found that the stent was partially deployed and that the distal handle was detached from the outer sheath. The stainless steel shaft was separated in two and was also kinked and partially detached. This type of damage is consistent with excessive tensile force having been applied to the shaft. As a result of the handle break, the outer sheath was unable to be retracted by hand to deploy the stent. No issues were noted with the profile of the deployed stent or inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.